Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a delivery anomaly from the insulin pump. The customer's blood glucose reading was 187 mg/dl. The customer stated that the pump is not estimating the correct amount. The customer stated that he enters the same blood glucose of 100 and the same carb amount of 125 no matter what. The customer stated that it seems for work for a while and then it will start acting back, giving him 6-8 units or more. The customer stated that he should be getting the same amount, but he is getting different amounts on different days. The customer was advised to monitor the pump and blood glucose readings. The insulin pump passed the displacement test.